Event description:
According to the reporter, the device could not ventilate due to huge cuff leakage. The tube has been replaced with another device and the cuff pressures of 50cmh20 needed to seal for ventilation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.